Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that he received an 07 (system) alarm on his infusion device and his blood glucose was elevated. He was instructed how to clear the error. He was using an expired battery at the time of the error and he did not have another battery that was not expired. He inserted a new expired battery into the infusion device. Upon follow up five days later, the patient stated that he had been away from home when the 07 error displayed and he did not have supplies with him. He waited 4-5 hours before he was able to clear the error and his blood glucose was elevated (value not provided). He stated that his physician recommends that he keep his blood glucose below 250 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.